Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, new reportable malfunctions were identified during the device evaluation: image distortion, image capture flooding and cable flooding. A definitive root cause could not be identified. Based on the information obtained from this complaint and the investigation results it is likely that the reportable malfunctions occurred due to the following: it is probable that image capture and cable failure caused image distortion, which prevented images from being displayed. A definitive root cause could not be identified for image capture flooding and cable flooding. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device showed that the image no longer appeared. There were no reports of patient harm.

Event description:
It was reported the subject device showed that the image no longer appeared. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.